Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the cable connecting ECG a to the front te. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned an electrode belt and reported that the ECG electrodes were non-functional.